Event description:
Reporter noted poor vacuum in phaco mode; slight corneal burn occurred. Moved patient to another facility to complete case.

Manufacturer narrative:
A company service rep checked system and found it to meet performance specifications.